Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the unit involved with this complaint and completed the device evaluation. Failure analysis was able to confirm the customer reported failure. One of the spring plungers was found to be stuck. The sterile adapter mount and four spring plungers will be replace as a fix to reported problem. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the site was having issues with the camera engaging. The customer stated that they were getting a yellow counter clockwise circle on the camera arm. The site tried reseating the drape and reinstalling the camera multiple times and issue still occurred. The site tried to power cycle the system and upon power up, the issue was still present. The site went through the docking process again but the issue persisted after docking was completed. The intuitive surgical, inc. (Isi) technical support engineer (tse) advised the site bring in a new scope but once again issue was persisted. At that time, the customer made the decision to convert and complete the procedure as a traditional open surgery. There was no report of patient harm, adverse outcome or injury. Isi followed up with the customer and obtained the following additional information: the customer stated that during the procedure, the staff was doing something with the camera when they got a recoverable fault (fault number not recorded). They cleared the fault but noticed a yellow arrow on the camera drive display and upon installing the camera, it would not successfully engage. They had called to troubleshoot but were unable to assist. An isi field service engineer (fse) was dispatched to the site to further investigate the reported issue. The fse was able to see the one of the pogo pins was stuck in the up position. The fse was able to get the pogo pin unstuck but it would get stuck again when pushed back upward. The fse noticed that the pogo pin felt different and had resistance when moving it up and down. The fse replaced the patient side manipulator (psm) due to the pogo pin, near the insertion axis, getting stuck in the engaged position. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments.